Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. One event was reported for this quarter. One device was received for evaluation. The reported event was not confirmed during testing for 1 device; however, the device was outside specifications. One device was found to be affected by rust on a component. This device is not repairable and was not returned to the user facility. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes 1 malfunction event, in which the device was shedding metal debris. One reported event had no patient involvement; no patient impact.